Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead noise was observed on remote transmission report as well as during in-office visit. A fracture is suspected on the rv lead. Diagnostic testing/ troubleshooting was performed. The rv lead was programmed off, capped and remains in the patient. A new rv lead was implanted. No patient complications have been reported as a result of this event.